Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device alarmed when it shouldn't have. The device was being used on a patient at the time of the event. There was no report of patient or user harm.